Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
Following te information provided the safety side rail cover (plastic part) fully detached from bed's frame. There was no indication of patient's involvement. No injury was reported.

Manufacturer narrative:
Investigation has been carried on and the conclusions are following. The citadel plus bed is part of arjo us rental fleet. After the bed returned from the facility to the service center, it was inspected and repaired following quality process. During this inspection, the service technician discovered that the left foot side rail had been damaged. The side rail - plastic cover disconnected from the screws attached to the safety side rail assembly. It is unknown how and when side rail had been damaged and if the failure occurred during therapy or was a result of transport damage. This citadel plus bed is equipped with an extension frame which provides an option to expand the bed surface. This operation is part of the preparation for patient placement and during patient care. A field service technician suggested that the damage could occur in the situation when the head side rail extension is pulled out and fully extended, at the same time the leg extension is not extended and a user attempts to raise the head section. The head section then catches the foot side rail causing damage to the side rail. This however cannot be confirmed. In summary, the device failed to meet its performance specification as side rail - plastic cover disconnected from the safety side rail assembly. It is unknown how the damage occurred and when. There was no indication of patient involvement. Although, the failure was not reported by a customer and there is no indication of patient involvement, we report this case due to the nature of the failure- side rail - plastic cover disconnecting from the safety side rail assembly.

Manufacturer narrative:
The initial reporter information was provided to this report. The claimed bed is the rental device, which was rented to the customer on 08-mar-2019. The safety side rail malfunction was confirmed during evaluation carried out by the arjo technician. Analysis of all collecting information is ongoing and the results of the investigation will be provided to the next report.